Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined found station waiting on bios password screen. A field service engineer rebooted the station to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station went black screen. The customer stated that was unable to dispense anything from that station. There was another station nearby and nurses were able to call the pharmacy for medications. There was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.